Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with saline mentor smooth round moderate profile 325cc breast implants and experienced bilateral deflation post-operatively, which was confirmed during a physical exam. As a result, the patient is scheduled for removal on (B)(6) 2022. This report is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Date of explantation: (B)(6) 2022. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On jul 26, 2022, additional information was received indicating the devices were found to be intact upon explantation. The replacement devices were identified as mentor saline breast implants (serial numbers (B)(6) and (B)(6) ). On aug 5, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 325cc breast implant was found to have a tear on the anterior view, measuring 3.8 cm. It matches with the information provided which specifies that the implant was damaged during explantation. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).